Event description:
It was reported that approximately 35 months after xience v stent implantation in the proximal and distal right coronary artery (rca), the patient was hospitalized for chest pain, and, it was noted on angiography that there was an 80% in-stent restenosis in the proximal rca lesion. This was left untreated. The distal rca xience stent was patent. Of note, the patient was diagnosed with a myocardial infarction, the cause of which was found to be a new lesion in the left anterior descending artery (lad). The lad was treated with a stent to the proximal portion and balloon angioplasty to the distal portion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and restenosis are listed in the xience instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.